Event description:
It was reported while performing a transseptal puncture, the needle was advanced to just proximal to the fossa ovalis (fo). A 10cc luer lock syringe was connected to the brk-1xs needle and an attempt was made to aspirate the needle prior to engaging the fo. The syringe aspirated only air. A second 10cc lock syringe was attached to the needle and the same result. A glass needle with metal plunger and luer lock was attached to attempt aspiration of the needle and air was again aspirated through the hub of the brk-1xs needle. A second transseptal needle was brought out, prepped and utilized without incident.

Manufacturer narrative:
St jude med is in the process of investigating this event. Once the investigation is complete, a follow up report will be submitted. The brk needle instructions for use state that the brk needle is used to puncture the interatrial septum during a transseptal catheterization procedure to gain left heart access. A left sided introducer is to be used with the brk needle. However, the introducer used during this procedure was a right sided introducer.